Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. During a percutaneous coronary intervention (pci), a stent was positioned in a side branch but was not yet deployed. During an attempt to simultaneously conduct a 3.0 x 15mm nc emerge balloon catheter for proper positioning in the coronary bifurcations, the catheter broke. The device was removed safely, and the procedure was completed successfully with a different balloon. There were no patient complications.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. During a percutaneous coronary intervention (pci), a stent was positioned in a side branch but was not yet deployed. During an attempt to simultaneously conduct a 3.0 x 15mm nc emerge balloon catheter for proper positioning in the coronary bifurcations, the catheter broke. The device was removed safely, and the procedure was completed successfully with a different balloon. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and tactile inspection revealed multiple hypotube kinks and a break in the hypotube 54.5 cm distal to the distal end of the strain relief. Microscopic inspection revealed no issues with the balloon cones, distal tip, and markerbands. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure.